Manufacturer narrative:
The problem was due to a broken isolation inside the transformer. After the replacement of this component, the laser system restarted to work. The procedure was completed using an alternate method, there were no adverse effects to patient reported.

Event description:
The laser system has the following problem: "laser lost power during operation. Circuit breaker was not tripped and power indication light was on".